Event description:
Pharmacist called to report leak occurring when valve is attached to curlin tubing. There was no pt or user harm reported and no medical intervention was required. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). The customer complaint of valve leaking when maxplus valve is attached to curlin tubing could not be confirmed. The customer stated the set has been discarded and is not available for failure investigation. The customer did not record the device lot number and no products were returned or expected to be returned, no failure investigation could be performed. The root cause of this failure was not identified.